Event description:
Protege everflex in sfa on 12th of september, the pt presented at the hospital for a 6 month follow-up and was examined by the investigator: according to physician stent fractures were visible on x-ray. The duplex ultrasound showed stenosis >50% in-stent. The pt had no claudication complaints. A target lesion revascularisation was performed on the 27 of sept, with good result.

Manufacturer narrative:
A compact disc was received with x-ray images of the deployed stent. The images received for evaluation indicate that the deployed stent exhibited a fracture. The fracture was within a region of stent elongation which induces chronic stress on the struts of the stent and has been associated with premature strut fractures.